Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The reporter stated that the unit does not stop at the end of dose - will continue until syringe is empty. There was no known patient injury or treatment associated with this event.